Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 65 units blood collection tubes that one tube is underfilled. There was no patient impact reported. The following information was provided by the initial reporter: "customer is reporting that item 367961 have been filling very slowly and when they do, it's a short-fill."

Manufacturer narrative:
D.1. Medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) 65 units blood collection tubes e.1. Initial reporter addr :(B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd did not received samples or photos for investigation. 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. No issues were observed relating to underfill as all samples met specifications. A draw test was performed at manufacturing site on 10 production lot in-house retention tubes. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 65 units blood collection tubes that one tube is underfilled. There was no patient impact reported. The following information was provided by the initial reporter: "customer is reporting that item 367961 have been filling very slowly and when they do, it's a short-fill."